Manufacturer narrative:
H.6. Investigation: after checking the airtightness of the actual product, a leak was found, as requested. The tube was damaged at the leak. The leak was at the joint between the tube and the spike. When the enlarged image was used to confirm the end face of the spike at the tube joint side, no burrs or abnormal molding were found. This product had undergone a 100% visual inspection immediately before being placed in individual packaging. In addition, no abnormalities were found in the shipping tests of all production lots in the past (the relevant jis airtightness standard: 50 kpa, no leakage when pressurized for 15 seconds. * sampling inspection). When we checked the airtightness of our stored samples (products stored for each serial number. * n = 10 pieces), no leakage was found. This is the first offer since the start of production of this product. Based on the fact that no trace of abnormalities was observed during manufacture, it was presumed that the tube was damaged due to some excessive bending load applied during use. Customers should take care not to apply excessive load during use, and use the product periodically while checking for loose or disconnected connections, and any abnormalities such as chemical leakage. In addition, we will reconfirm the manufacturing process to further stabilize quality. No anomaly found on DHR. H3 other text : see h.10

Event description:
It was reported that the sp set finished administering "cytarabine" in "2" rather than "3 hours", and leakage was found occurring from between the injector and connector during use. The following information was provided by the initial reporter, translated from japanese to english: "hcp was going to administer cytarabine for 3 hours however administration fnished in 2 hours. Then confirmed leakage occurred from between the spike part and the tube."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. The reported lot # [1906302c] was not found for the reported catalog # [515505-zat]. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the sp set finished administering "cytarabine" in "2" rather than "3 hours", and leakage was found occurring from between the injector and connector during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "hcp was going to administer cytarabine for 3 hours however administration finished in 2 hours. Then confirmed leakage occurred from between the spike part and the tube."